Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited dislodgement noted on a x-ray as the lead had non optimal lead measurements. The patient underwent a competitor's generator changeout and this lead was to be revised during that procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.